Event description:
The clinician inserted the catheter into the pt. The clinician retracted the needle and identified that the adapter was not connected to the catheter. Pressure was immediately applied to the site and the catheter could not be palpated at the insertion site. X-rays were performed to determine a location of the catheter, but it was not identified. Additional CT scans were performed to verify if part of the device had been retained, however all scans were negative. The pt was discharged without exhibiting any symptoms from the incident.